Event description:
It was reported that a screw broke post-operatively. The patient presented with painful hardware. Revision was performed to remove all hardware. Upon exploration, the right c2 screw was found to be already broken "in situ". The broken piece was removed and scrapped by the hospital.

Manufacturer narrative:
It is indicated that he device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is unable to be determined. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.